Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed an eri battery depletion, and there was a measurement system lock-up issue.

Event description:
It was reported the device showed eri (elective replacement indicator) in three years despite being programmed to normal outputs. The device had switched to vvi mode pacing at 65 bpm. The battery and lead measurements were not available, no threshold test or sensing test could be done, and the device mode could not be changed. It was further reported that the doctor choose to reprogram the device via use of a special programmer. No patient complications have been reported as a result of this event.